Event description:
Pt having left total hip replacement surgery. A dermabond pen was cracked by scrub tech in room and handed to pa-c. It was found that a shard from the inner ampule of the pen had punctured through the rubber part of the pen and punctured the pa-c's glove. Unk skin puncture to pa-c. Upon the finding the product was removed from the surgical field and bagged for further evaluation. The pen was not near the pt at any point. No pt involvement. Pa-c informed to f/u with his occupational health company. FDA medwatch to be submitted for dermabond pen.